Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia, vaginal irritation, vaginal discharge, vulvovaginitis, melanoma (mother), pelvic adhesions, anxiety disorder, knee operation, uterine dilation and curettage and hypertension. The patient also had a family history of melanoma. Concomitant products included duloxetine hydrochloride (cymbalta) for depression, nsaids since (B)(6) 2008 and paracetamol (acetaminophen) since (B)(6) 2008 for pelvic pain female as well as cyanocobalamin, hydrochlorothiazide since 2002 to (B)(6)2017, trazodone since (B)(6) 2017, vitamin b12 nos since january 2015 and vitamin d nos (vitamin d). On (B)(6) 2008, the patient had essure inserted. In november 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and anaemia ("blood or heart disorder/condition type: anemia"). In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2009, the patient experienced vaginal infection ("infection: vaginal"), 7 months 18 days after insertion of essure. On (B)(6)2009, the patient experienced depression ("psychological or psychiatric problems: depression") and anxiety ("psychological or psychiatric problems: anxiety, mental anguish"). On an unknown date, the patient experienced vulvovaginal candidiasis ("candidial vaginosis"), vaginal discharge ("vaginal discharge"), post procedural complication ("post removal complications") and metrorrhagia ("metroffhagia"). The patient was treated with metronidazole (flagyl) and surgery (hysterectomy (full), dilation and curettage (B)(6) 2013. Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, vaginal haemorrhage and metrorrhagia had resolved and the menorrhagia, vaginal infection, depression, anxiety, anaemia, vulvovaginal candidiasis, vaginal discharge and post procedural complication outcome was unknown. The reporter considered anaemia, anxiety, depression, menorrhagia, metrorrhagia, pelvic pain, post procedural complication, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal candidiasis to be related to essure. The reporter commented: date(s) of essure removal: not removed diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 19-jan-2008: confirmed that the essure device was successfully occluded total bilateral occlusion on 19jan2009. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 5-may-2020: event : "candidial vaginosis, vaginal discharge , post removal complications , metroffhagia" was added. Outcome of event : pelvic pain , metroffhagia ,abnormal bleeding (vaginal, menorrhagia) ,abnormal bleeding (vaginal) was added as recovered based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia, vaginal irritation, vaginal discharge, vulvovaginitis, melanoma (mother), pelvic adhesions, anxiety disorder, knee operation, uterine dilation and curettage and hypertension. The patient also had a family history of melanoma. Concomitant products included duloxetine hydrochloride (cymbalta) for depression, nsaids since (B)(6) 2008 and paracetamol (acetaminophen) since (B)(6) 2008 for pelvic pain female as well as cyanocobalamin, hydrochlorothiazide since 2002 to (B)(6) 2017, trazodone since (B)(6) 2017, vitamin b12 nos since (B)(6) 2015 and vitamin d nos (vitamin d). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and anaemia ("blood or heart disorder/condition type: anemia"). In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2009, the patient experienced vaginal infection ("infection: vaginal"), 7 months 18 days after insertion of essure. On (B)(6) 2009, the patient experienced depression ("psychological or psychiatric problems: depression") and anxiety ("psychological or psychiatric problems: anxiety, mental anguish"). The patient was treated with metronidazole (flagyl) and surgery (hysterectomy (full), dilation and curettage). Essure treatment was not changed. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, vaginal infection, depression, anxiety and anaemia outcome was unknown. The reporter considered anaemia, anxiety, depression, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: date(s) of essure removal: not removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: confirmed that the essure device was successfully occluded. Total bilateral occlusion on (B)(6) 2009. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-nov-2019: pfs was received. Case become incident. New event anemia was added. Concomitant and treatment drugs were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.